Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: r-wave double counting secondary to antiarrhythmics and ablation leads to unnecessary shock. Heart rhythm case reports 2020;6:782¿785. Doi.org/10.1016/j.hrcr.2020.07.018. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding r-wave double counting. The article reports a patient who presented to the hospital after they experienced palpitations and received an inappropriate shock followed by syncope. Device interrogation revealed slow ventricular tachycardia (vt) which was misclassified in the ventricular fibrillation (vf) zone owing to r-wave double counting. Reprogramming was performed and the status/disposition of the implantable cardioverter defibrillator (ICD) appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.